Event description:
A 25 gauge cutter in the alcon constellation vitrectomy pak was faulty/broken. The gray and blue finger grip was disconnected from hand-piece and would not re-attach. This out of box failure was found prior to reaching a patient.